Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited high pacing impedance and unspecified capture issue. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.